Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one reload. Staples did not deploy during functional testing. The device was disassembled and it was identified that the sled component was split as a result of being assembled in an incorrect orientation. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. A process improvement has been initiated to prevent this condition from recurring. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a colectomy end to end anastomosis, at the first firing of the device, the surgeon confirmed that the knife advanced, however he/she could not staple the line at all, they suspected that there were no staple in the cartridge from the start. The surgeon sutured the tissue manually to resolve the issue in order to complete the case. The surgical time was extended more than 30 minute. No bleeding and the incision site was not extended.